Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012751361 and data files were returned and analyzed. Data files were received. Log files corresponding to the case event date were reviewed, revealing a recurring error code 2000, which indicates a catheter electrical current error, on the reported event date. The catheter associated with this error was identified as pscc100 of lot number 0012751361. Additionally, two other catheters, identified as pscc100 of lot number001275136 and pscc100 of lot number 0012751353, were used on the same date without triggering any system notices. Visual inspection was carried out. On the shaft segment, the dual lumen was observed to be detached from the shaft. Catheter identification and ablation: the printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Verification of steering mechanism was carried out. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was performed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity and hipot verification (where applicable): there was intermittent continuity at e4. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the shaft segment, an electrode wire was observed to be charred. In conclusion, the catheter failed the return product inspection due to the dual lumen observed to be detached from the shaft and a charred electrode wire observed in the shaft region. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter pscc100 pulseselect, a generator overcurrent error occurred and the catheter stopped working. The catheter was replaced during the procedure. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.